Event description:
It was reported that during a da vinci-assisted ventral hernia surgical procedure, a cable on the force bipolar instrument broke causing a tear in the peritoneum/fascia tissue while dissecting the hernia. No repair was needed. Although it was reported that there was minimal blood loss, the blood loss volume was not provided and it is unknown what medical intervention, if any, was administered due to the bleeding. Mesh was able to be applied as planned. No photos or videos are available for review. The procedure was completed robotically.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument to perform failure analysis. The instrument was analyzed and found to have a broken conductor wire in the grip tip. The instrument failed the electrical continuity test, confirming a complete break in the wire. No thermal damage was found on the instrument.